Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. Based on the information received to date an exact cause for this incident cannot be determined. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The operator could not pull the jetstream catheter out from the patient's body because it was so stiff. So the operator pulled the thruway and jetstream catheter out together from the sheath. Additional information reported that the jetstream catheter was stuck with the thruway guidewire. The procedure was completed with a different device. No reported patient complications and the patient condition was noted to be good.